Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain in the device area. It was further reported that the wound was infection and suppurating. It was noted that the patient had fallen several times since having the device implanted, which was attributed to the infection. The icm remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.